Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device also had a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump's display had been going blank. The customer explained that she would change the battery and soon after the display goes blank. Blood glucose value was 130 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. She was then instructed to remove the battery for 2 hours and call back. The customer called back and reported that the display did not return after the reset. Blood glucose value was 117 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.